Event description:
It was reported that externalized conductors were noted. The physician plans to reprogrammed shock vectors. Lead to be replaced during normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that post-paced t wave oversensing due to small r waves was observed prior to lead explant.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.0cm was returned for analysis. External insulation abrasion was noted at 31.1-31.8cm from the distal tip, consistent with clavicle crush. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 9.5-10.3cm from the distal tip. Internal insulation abrasion was noted at 7.4-8.0cm and 9.0-9.1cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 6.4-6.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 22.0-22.1cm, and 22.5-22.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.1-21.2cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of oversensing.

Event description:
New information received states that the lead was explanted during device change out due to normal eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).